Event description:
Pt was wearing sunglasses while riding his bicycle in 10/96. He fell and hit his face on the ground breaking the frame of the glasses. He cut his forehead and received 8 stitches. MFR believes the injury was caused by the person falling on his face and not by their product.